Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2 drawers had failed. A field service engineer replaced the printed circuit board assembly that controls both drawers and reconnected all row board and retractor band cables. Additionally, the fse removed all cubies and row boards to clear any debris that could potentially cause a short circuit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had two drawers were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.